Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display that was difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim, discolored and difficult to read. A test display was used for investigation and was found to function appropriately with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.